Manufacturer narrative:
H6: investigation summary: no photo or sample has been received by our quality team for investigation. The customer's complaint of separation could not be verified. A device history record review for model ms3500-15 lot number 20043357 was performed. The search showed that a total of (B)(4)in 1 lot number was built on 13apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and the root cause for this failure remains unknown. H3 other text : see h.10.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr disconnected. The following information was provided by the initial reporter: material #: unknown (pt provided lot # in place of material # in ack response) batch/ lot #: 20043357. It was reported that the secondary tubing became disconnected at the y-site. Verbatim: nurse was attempting to administer dexamethasone IV and connecting the secondary tubing to the y-site on the secondary tubing became disconnected right below the chamber. The lot #is (10)20043357 and expiration date is 04/13/2023. I have the tubing in a bag in the med room in the infusion suite for reference. Medication did not enter tubing at all. It happened when I was priming the tubing with normal saline. FDA safety report ID# (B) (4).

Manufacturer narrative:
The initial reporter also notified the FDA on (B)(6) 2020. Medwatch report # mw5097127. Report source other: medwatch report a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 36 in 15 drop secondary set w/hgr disconnected. The following information was provided by the initial reporter: material #: unknown (pt provided lot # in place of material # in ack response) batch/ lot #: 20043357 it was reported that the secondary tubing became disconnected at the y-site. Verbatim: nurse was attempting to administer dexamethasone IV and connecting the secondary tubing to the y-site on the secondary tubing became disconnected right below the chamber. The lot #is (10)20043357 and expiration date is 04/13/2023. I have the tubing in a bag in the med room in the infusion suite for reference. Medication did not enter tubing at all. It happened when I was priming the tubing with normal saline. FDA safety report ID# (B) (4).